Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. In the meantime, this device was reprogrammed. This lead remains in service. No further adverse patient effects were reported.